Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during planning, the system rebooted itself. The screen went black for a while before it seemed to reboot itself. The rebooting took about 3 to 5 minutes for the system to return to a normal state. The system was fine from there and it didn't experience any additional issues. There was no impact to patient's outcome and the delay was about 5 minutes.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, software version: 5.1.1 h3, h6) the system was serviced in the field. In summary, the complaint was unable to be recreated. The system performed as intended. Codes b01, c19, and d14 are applicable. H3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.